Event description:
During an electrophysiology ablation procedure, the cable connection from the rf generator was inadvertently connected to a recorder output of the constellation diagnostic catheter (on the model m0049530 switching locating device). When the ablation unit was turned on, the patient exhibited a ventricular arrhythmia (ventricular tachycardia). This terminated spontaneously after approximately one minute and did not cause any serious hemodynamic consequence. Once the cable was moved and plugged into the correct port, the procedure was completed sucessfully. It is unknown at this time whether the device contributed to this event.